Event description:
It was reported that, during laboratory thawing of a cord blood unit stored in a freezing bag, the freezing bag cracked just after removing it from the cassette stored of the cryo-preservation tank. There was no information provided as to whether the cord blood was salvaged for clinical use.

Manufacturer narrative:
Device evaluation started, but not yet completed.